Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi 8015 error 133.6080 (B)(4). Npi customer had an error on the 8015. The error code was 133.6080, explained to the customer that the error code could be a number of things. Explain to the customer that to charge the battery. The error code was due to a low battery charge or the backup speaker. Customer said ok and ended the call.